Event description:
It was reported that the patient went to the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working properly. Inspection showed that there was a leak due to a crack in the connecting tube from the pump to the cylinder. Therefore, the pump was replaced. The cause of the cylinder connecting tube crack has not been elucidated in the hospital. The patient had a stable outcome following the procedure.

Manufacturer narrative:
Investigation summary: based on the information available, the reported device malfunction was not confirmed through product analysis, the connecting tube was not returned for analysis. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the momentary squeeze pump was visually inspected, leak tested, microscopically examined, and functionally tested. The tubing was identified to be cut down to the pump block; however, no leaks were present. The tubing was not returned for analysis. Under microscope it was observed that the foreign material was found inside pump. The pump was not functionally tested due to contamination. Product analysis was unable to confirm the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working properly. Inspection showed that there was a leak due to a crack in the connecting tube from the pump to the cylinder. Therefore, the pump was replaced. The cause of the cylinder connecting tube crack has not been elucidated in the hospital. The patient had a stable outcome following the procedure.